Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The daughter reported that the patient's blood glucose read high (>500mg/dl) while wearing the pod for between 4 and 24 hours. She also had a urinary tract infection (uti). Treatment included injections. The patient was taken to the emergency room where she was given an antibiotic (nitrofurantoin mcr, 100mg) to take for one week for the uti but not treated for the high blood glucose. The daughter could not provided further information on the device or its wear, and was unsure of all the details of this event. The pod was not kept.